Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to improper use - device interface. The patient was operating the wheelchair in an unsafe area on the deck of his porch without protective edging/railing for the wheelchair and inadvertently drove backwards down the steps and sustained injury. It was reported that this was an accident induced by the patient and that the product did not malfunction. The servicing dealer performed an evaluation of the device and identified external damages identified for repair. The unit's drive system operated according to specification. However, permobil's accidents & extraordinary events policy states that due to the nature of this event, permobil cannot guarantee the continued performance or safety of the device and any damages caused by these types of incidents exceed the limitations covered by manufacturer's warranty. Permobil strongly recommended that the product be replaced with a new wheelchair. The decision to repair or replace the device will be handled between the servicing dealer and patient. The m300 owner's manual (om) cautions end users of the dangers of driving near unprotected ledges, drop-offs or elevated surfaces. Although the patient failed to adhere to the warning labels within the om, a move to reconstruct the porch has been taken by the family to make it wheelchair accessible and safe. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Client drove the wheelchair backwards off the deck at his home and tumbled down the steps. It was reported that the patient was wearing a positional belt. Client was injured in this incident and fractured his l2 neck bone, received 8 staples to his head from hitting the sidewalk and also sustained skin abrasions on both arms. The patient must wear neck collar for 6wks.